Manufacturer narrative:
Batch review performed by medacta regulatory affairs department on 3 july 2020 lot 134734: (B)(4) items manufactured and released on 15-nov-2013. Expiration date: 2018-10-30. No anomalies found related to the problem. To date, 17 items of the same lot have been already sold without any other similar reported event since 2016. Other devices involved in the event gmk-primary 02.07.0510apps full-pe ps tibial component #5/10 lot. 154056 (k131310) batch review performed by medacta regulatory affairs department on 3 july 2020 lot 154056: (B)(4) items manufactured and released on 17-nov-2015. Expiration date: 2020-11-03. No anomalies found related to the problem. To date, 15 items of the same lot have been already sold without any other similar reported event since 2016. Gmk-primary 02.07.0035rp patella resurfacing # 3 lot. 173028 (k090988) batch review performed by medacta regulatory affairs department on 3 july 2020 lot 173028: (B)(4) items manufactured and released on 5-sep-2017. Expiration date: 2022-08-18. No anomalies found related to the problem. To date, 118 items of the same lot have been already sold without any other similar reported event. Gmk-primary 02.07.0510apps full-pe ps tibial component #5/10 lot. 124456 (k131310) batch review performed by medacta regulatory affairs department on 3 july 2020 lot 124456: (B)(4) items manufactured and released on 6-sep-2013. Expiration date: 2017-12-31. No anomalies found related to the problem. To date, 15 items of the same lot have been already sold without any other similar reported event since 2016. Gmk-primary 02.07.2206r femur ps cemented # 6 r lot. 133888 (k090988) batch review performed by medacta regulatory affairs department on 3 july 2020 lot 133888: (B)(4) items manufactured and released on 7-oct-2013. Expiration date: 2018-08-31. No anomalies found related to the problem. To date, 4 items of the same lot have been already sold without any other similar reported event since 2016. Gmk-primary 02.07.0035rp patella resurfacing # 3 lot. 140229 (k090988) batch review performed by medacta regulatory affairs department on 3 july 2020 lot 140229: (B)(4) items manufactured and released on 20-mar-2014. Expiration date: 2019-02-28. No anomalies found related to the problem. To date, 120 items of the same lot have been already sold without any other similar reported event since 2016.

Event description:
The patient came in 2 years and 6 months after the primary surgery due to signs of infection in both knees and the pathogen is unknown. The surgeon performed bilateral washout and revised all implants. The surgery was completed successfully.